Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a toric model, longer length lens due to low vault without rotation and refractive surprise. The problem was resolved. Cause of the event is other.

Manufacturer narrative:
(B)(4). Off label acd<3.0 <45 years. (B)(4).

Manufacturer narrative:
Additional information: d9: 20-dec-2022. H3-device evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial. Visual inspection found the optic deformed and the haptic bent. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).